Event description:
It was reported that during an unk procedure, the maverick2 monorail balloon had difficulty deflating. There were no patient complications. Additional information was requested, however, no additional information is available regarding this event.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.